Event description:
It was reported that after a 3-4 vessel peripheral angiographic procedure, the pt experienced right half paresis, aphasia and disorientation. A sheath was placed and urokinase was administered, the symptoms gradually were resolved. Pt status is listed as "ok". It is unclear how the catheter performance is related to the incident.